Event description:
The MFR received info alleging a "service required" alarm condition occurred. The device was not in pt use. The device has yet to be evaluated by the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.